Manufacturer narrative:
The initial MDR submitted on 10/09/2015 stated: it was noticed that the removal force was easier than usual. However, additional failure analysis found that the reload removal force in two different stapler instruments measured 4.1 lbs and the minimum specification requires at least 2 lbs. Before the reload can be dislodged from the channel. The system logs did not show any abnormal behavior, other than the stapler going into following mode twice with the same reload. This reload was the first placed, and then there were two other reloads fired afterwards. System logs also show that the same stapler has been used to fire four additional reloads after this procedure. Therefore, all the measurements show that the reload was within specification.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler green reload accessory involved with this complaint and completed investigations. Failure analysis investigations was unable to replicate the customer reported failure mode. There was no damage found on the alignment tabs that could have caused the reload to dislodge on its own. The measurements of the alignment tabs are within specification. However, the reload was placed on an in-house instrument and it was noticed that the removal of the reload was easier than usual. Failure analysis investigation concludes that it is possible that once in the surgical field, tissue manipulation or leaning against another instrument could have caused the reload to disengage. The reload was not fired, and the staples are still in place. The knife was also inside the housing. Based on the information provided, this complaint is being reported due to following conclusions: the green reload reportedly came off the stapler instrument and subsequently fell into the patient and was retrieved laparoscopic instrument. At this time, it is unknown what caused or contributed to the stapler green reload to fall into the patient. There is no indication that the patient experienced a serious injury because of the reported issue. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the stapler green reload accessory popped off the stapler instrument and fell into a patient. There was no report of any patient harm, adverse outcome or injury as a result of this reported event. On 09/29/2015, intuitive surgical, inc. (Isi) contacted the initial reporter, who is the isi clinical sales representative (csr), for more information. The csr stated that when the surgical staff attempted to insert the stapler green reload accessory into the patient, it popped off and fell into a patient. The stapler green reload was successfully retrieved from the patient laparoscopically. The csr indicated that the stapler green reload was inspected prior to use, there was no noticeable damage to the green reload, the surgeon used a different stapler green reload to complete the case. The site does not have a video recording of this case.